Event description:
Boston scientific received information from this patient stating that the day he had his device and leads implanted he was being moved and one of his leads became loose. A revision procedure was performed the next day and the lead in question was successfully repositioned. It is unknown if the clinical observations were in regards to the patient's right ventricular (rv) lead or the atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional information regarding the clinical observations were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.